Event description:
It was reported that during a laparoscopic cholecystectomy the clip scissored so they used a grasper to take it off and take the device out of the body and fired again. Scissoring was noted again, so they completed the case with a new device. There was no pt consequence.